Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure. It was reported that the implant was reloaded on the inserter several times to make sure it was loaded properly and the ring and/or screwdriver were used to try to provisionally lock expansion with the locking screw. Different implant was used to finish the procedure. After the case, implant was inspected and tried to engage the locking mechanism. Even past the torque limiting feature on the screwdriver and it still collapsed. There was no patient symptom reported. There were no further complications reported regarding the event.